Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary lobectomy procedure, while on the vessel stapling phase, the stapler did not fire. The patient is at risk for bleeding and is hospitalized for an extra two days. There is also an additional operation performed to correct the issue.